Event description:
It was reported the pt's ipg site is sensitive and irritated. It was also reported the pt is not using the system because she no longer has the original pain. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.